Event description:
Information received from the field notes that during a routine follow-up, the device would not interrogate. Everytime an interrogation attempt was made, the patient had a syncopal episode. The patient's presenting rhythm was p-wave tracking at a rate of >60 ppm. Magnet application showed doo pacing at 60 ppm. The device had been programmed to 7.5v in the ventricle for three years. The device was subsequently replaced.